Event description:
An altitude alarm was reported on the pump. There was no reported impact to the customer's blood glucose level. The customer stopped using the pump and continued with multiple daily injections (mdi) as therapy. Technical support provided tips for preventing altitude alarms, which the customer understood. The caller was advised to load a new cartridge and resume insulin but chose to remain on mdi for the time being.